Manufacturer narrative:
The mustang device was returned for analysis. It was identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. It is not known when the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon, however liquid was observed to be leaking from a longitudinal tear approximately 35mm in length located in the balloon material. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.